Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 40% to 16% in a four month time period. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 40% to 16% in a four month time period. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Boston scientific has made three attempts to obtain additional information on the device replacement procedure, however; no response was received.